Event description:
It was reported that the battery voltage of the device read 2.52 volts but that the elective replacement indicator (eri) had not been triggered. It was later reported that the device had possible premature battery depletion. The device was explanted and replaced. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) performance data collected from the device revealed the device experienced low telemetered battery voltage. On (B)(6) 2010, the telemetered battery voltage was 2.52 v, on the daily trend chart it is reported as 2.9 v. Calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.

Event description:
It was reported that the battery voltage of the device read 2.52 volts but that the elective replacement indicator (eri) had not been triggered. Device remains in use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device revealed the device experienced low telemetered battery voltage. On 22 jul 2010, the telemetered battery voltage was 2.52 v, on the daily trend chart it is reported as 2.9 v.